Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated consumer did see surgeon and surgeon did not want to dilate her just yet. He did view the lens and said it was well centered. He wants consumer to return when she is 6 months post op and then dilate her and make a plan if symptoms have not resolved.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had glittering/sparkling area in her vision since implantation. Her surgeon said he did not see anything on the lens that may be causing it. Surgeon mentioned possible fuch's dystrophy, but consumer doesn't really have clinical signs of it. Surgeon planned to see consumer in a couple weeks to do more testing. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had glittering/sparkling area in her vision since implantation. Her surgeon said he did not see anything on the lens that may be causing it. Surgeon mentioned possible fuch's dystrophy, but consumer doesn't really have clinical signs of it. Surgeon planned to see consumer in a couple weeks to do more testing. Additional information has been requested, received and stated consumer did see surgeon and surgeon did not want to dilate her just yet. He did view the lens and said it was well centered. He wants consumer to return when she is 6 months post op and then dilate her and make a plan if symptoms have not resolved.